Event description:
It was reported that this pacemaker exhibited noise, oversensing and pacing inhibition in the right ventricular (rv). This patient was dependent on rv pacing and experienced asystole greater than 3 seconds. There was no out of range measurement observed. The plan is to bring the patient in-clinic and adjust programming as needed. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.